Manufacturer narrative:
(B)(4). The customer reported that the device was evaluated and reported that too much water was coming out from the wall air at the facility. The flow sensor cross check test failed. Third party biomed is going to repair the device. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator failed power on self-test. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4).